Manufacturer narrative:
The device has been requested for further investigation to the manufacturer site. Investigation results confirmed the reported issue. The exact root cause of the reported malfunction could not be determined. However, according to the investigator, this kind of error could be caused by defective mass flow controller or a defective sensor. Thus, the sensor for air and o2 and the mass flow controller will be replaced as precaution. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6), united states. Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error message during procedure. There was no report of patient injury.